Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the trailing haptic was torn during insertion. The lens was removed and replaced without any patient injury.

Manufacturer narrative:
Evualuation: visual inspection of the returned product showed that part of the optic and a haptic had been torn off and was missing. There was no visible damage noted to the cartridge. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.